Event description:
It was reported that a malfunction occurred on the customer's pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer planned to use multiple daily injections as a backup therapy to ensure continued insulin delivery. Technical support completed the necessary forms on behalf of the customer and instructed them on returning the pump in a storage mode. A replacement pump with updated software was sent to the customer, along with guidance for switching to a g7 sensor and returning the malfunctioning pump within ten days.